Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for 1 patient tested on a cobas 8000 e 801 module. The initial troponin t result was 0.077 ng/ml and was reported outside of the laboratory. The physician questioned the result and requested a repeat. The repeat troponin t result was 0.011 ng/ml. The sample was repeated on a different instrument and the repeat troponin t result was 0.012 ng/ml. A new sample was collected and the result was 0.011 ng/ml. A new sample was collected and the result was 0.012 ng/ml. The repeat results were reported to the physician. The troponin t hs lot number was 370695 with an expiration date 31-mar-2020.